Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the user experienced a high blood glucose ranging from 12-18 mmol/l. The user alleged the insulin pump was underdelivering insulin due to being unable to lower their blood glucose with bolus corrections. They were able to lower their blood glucose when they used manual injections. The customer¿s last blood glucose reading was 7.6 mmol/l. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.